Event description:
It was reported to philips that the c-arm movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc is not responding to movement inputs on the geometry control panel. Analysis of system log file showed power supply issues on poly g (plg) stands 1 and 2 and issue with the bodyguard (bg). As a part of troubleshooting, fse swapped the tube and fd bg covers, but the issue persisted. To resolve the issue, fse used the vt100 communication protocol to interface with the luc boards and the system was returned to use in the second attempt. Later, the issue reoccurred and fse replaced the spc 10 back plane with its embedded dc/dc converter in that work order. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.